Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Carcinoma of the head of pancreas. What was the surgeon¿s experience using device? Experienced. Was the device difficult to close or fire? No. Were any unusual noises noted? No. Did the surgeon confirm that the firing stokes were completed plastic to plastic? Yes. Please describe the steps taken to open device. Followed up IFU did the surgeon ensure that the firing trigger was completely open prior to pushing the knife reverse? Yes. How was the procedure completed? Used other device to cut the tissue and took out our gun. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the device could not fire farther. During the laparoscopic pancreatoduodenectomy, found the firing trigger was loose, repeated to squeeze down the firing trigger many times, the blade moved forward a little. Could not return the blade, changed the surgery to open surgery, use other device to complete surgery. The patient is stable and in the hospital now.